Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("autoimmune diagnosed: chronic fatigue syndrome"), vitamin d deficiency ("vitamin d deficiency: other"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/problems"), migraine ("migraines,") and headache ("headaches") and was found to have hormone level abnormal ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)-interpreted as salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity, allergy to metals and chronic fatigue syndrome outcome was unknown and the dysmenorrhoea, menorrhagia, vitamin d deficiency, fatigue, alopecia, nervous system disorder, migraine, headache, hormone level abnormal and weight increased had resolved. The reporter considered allergy to metals, alopecia, chronic fatigue syndrome, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, chronic fatigue syndrome, migration, fatigue, hair loss, neuro condition/problems, migraines, headaches, hormonal changes, weight gain, other: vitamin d deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event "injury" was updated to "migration", events -"dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, autoimmune diagnosed: chronic fatigue syndrome, fatigue, hair loss, neuro condition/problems, migraines, headaches, hormonal changes, weight gain, other: vitamin d deficiency", lab data, reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('incidentally the coil was cut, 7-8 coils removed from uterus'), device dislocation ('migration') and salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. B63557 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, dysfunctional uterine bleeding and paratubal cyst. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("autoimmune diagnosed: chronic fatigue syndrome"), vitamin d deficiency ("vitamin d deficiency: other"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/problems"), migraine ("migraines,") and headache ("headaches") and was found to have hormone level abnormal ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of micro inserts). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device dislocation, salpingitis, hypersensitivity, allergy to metals and chronic fatigue syndrome outcome was unknown and the menorrhagia, dysmenorrhoea, vitamin d deficiency, fatigue, alopecia, nervous system disorder, migraine, headache, hormone level abnormal and weight increased had resolved. The reporter provided no causality assessment for device breakage and salpingitis with essure. The reporter considered allergy to metals, alopecia, chronic fatigue syndrome, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, chronic fatigue syndrome, migration, fatigue, hair loss, neuro condition/problems, migraines, headaches, hormonal changes, weight gain, other:vitamin d deficiency. The coils were twisted and removed until the tip of the coil was seen. Right- trailing coils in uterus: 3, left- 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('incidentally the coil was cut, 7-8 coils removed from uterus'), device dislocation ('migration') and salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. B63557 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, dysfunctional uterine bleeding and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("autoimmune diagnosed: chronic fatigue syndrome"), vitamin d deficiency ("vitamin d deficiency: other"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/problems"), migraine ("migraines,") and headache ("headaches") and was found to have hormone level abnormal ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of micro inserts). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, salpingitis, hypersensitivity, allergy to metals and chronic fatigue syndrome outcome was unknown and the menorrhagia, dysmenorrhoea, vitamin d deficiency, fatigue, alopecia, nervous system disorder, migraine, headache, hormone level abnormal and weight increased had resolved. The reporter provided no causality assessment for device breakage and salpingitis with essure. The reporter considered allergy to metals, alopecia, chronic fatigue syndrome, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, chronic fatigue syndrome, migration, fatigue, hair loss, neuro condition/problems, migraines, headaches, hormonal changes, weight gain, other:vitamin d deficiency. The coils were twisted and removed until the tip of the coil was seen. Right- trailing coils in uterus: 3, left- 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('incidentally the coil was cut, 7-8 coils removed from uterus'), device dislocation ('migration') and salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. B63557) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, dysfunctional uterine bleeding and paratubal cyst. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("autoimmune diagnosed: chronic fatigue syndrome"), vitamin d deficiency ("vitamin d deficiency: other"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/problems"), migraine ("migraines,") and headache ("headaches") and was found to have hormone level abnormal ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of micro inserts). Essure was removed on (B)(6)-2017. At the time of the report, the device breakage, device dislocation, salpingitis, hypersensitivity, allergy to metals and chronic fatigue syndrome outcome was unknown and the menorrhagia, dysmenorrhoea, vitamin d deficiency, fatigue, alopecia, nervous system disorder, migraine, headache, hormone level abnormal and weight increased had resolved. The reporter provided no causality assessment for device breakage and salpingitis with essure. The reporter considered allergy to metals, alopecia, chronic fatigue syndrome, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, chronic fatigue syndrome, migration, fatigue, hair loss, neuro condition/problems, migraines, headaches, hormonal changes, weight gain, other:vitamin d deficiency. The coils were twisted and removed until the tip of the coil was seen. Right- trailing coils in uterus: 3, left- 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, allergy to metals. Most recent follow-up information incorporated above includes: on(B)(6)2020: medical record received. Events added: chronic salpingitis, device breakage. Lot number, reporters information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('incidentally the coil was cut, 7-8 coils removed from uterus'), device dislocation ('migration') and salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. B63557 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, dysfunctional uterine bleeding and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), chronic fatigue syndrome ("autoimmune diagnosed: chronic fatigue syndrome"), vitamin d deficiency ("vitamin d deficiency: other"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/problems"), migraine ("migraines,") and headache ("headaches") and was found to have hormone level abnormal ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of micro inserts). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, salpingitis, hypersensitivity, allergy to metals and chronic fatigue syndrome outcome was unknown and the menorrhagia, dysmenorrhoea, vitamin d deficiency, fatigue, alopecia, nervous system disorder, migraine, headache, hormone level abnormal and weight increased had resolved. The reporter provided no causality assessment for device breakage and salpingitis with essure. The reporter considered allergy to metals, alopecia, chronic fatigue syndrome, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, chronic fatigue syndrome, migration, fatigue, hair loss, neuro condition/problems, migraines, headaches, hormonal changes, weight gain, other:vitamin d deficiency. The coils were twisted and removed until the tip of the coil was seen. Right- trailing coils in uterus: 3, left- 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.